Manufacturer narrative:
(B)(4). The device has been received, and the evaluation is in process. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned and evaluated by the product analysis lab and no failure or malfunction was identified that could have caused or contributed to the increased intra-peritoneal volume (iipv) found in the device logs. The cause of the increased intra-peritoneal volume (iipv) identified in the device log was determined to be insufficient drain, false empty detect and use error, clinician inappropriately set minimum drain volume % setting to low. A labeling review found the patient at home guide to be adequate for the use/user error identified in this incident. A service history review revealed no previous service events were related to the reported condition. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).

Event description:
During evaluation, an additional issue of an increased intraperitoneal volume (iipv) event was found in the patient event logs: occurrence date (B)(6) 2011 at 07:40:49 with drain volume of 4114 milliliters (ml) during cycle 3. This meet's baxter's iipv criteria.